Event description:
It was reported that the customer experienced a high blood glucose event, with the specific level displayed as "high." The customer addressed the high blood glucose by taking a correction injection manually, and technical support instructed the customer to consult their healthcare provider and contact support for further troubleshooting if needed. The customer's blood glucose level was successfully resolved.